Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 18 th, 2019, senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
Sensor was successfully removed on (B)(6) 2020. The high rate of inability to remove sensor is being investigated under corrective and preventive action. No further investigation was found necessary.